Event description:
The subject pacemaker was interrogated on (B)(6), 2014 at (B)(6) (while still in its box). The device was found in standby mode (i.e. Backup mode, a safety mode of operation). The re-initialization process proposed by the programmer (as specified) was not performed, and the session was closed. The distance from the subject device to other pacemakers was about 30-40cm upon interrogation, as reported. On (B)(6), the device was re-initialized at (B)(6).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Manufacturer narrative:
Preliminary analysis of the programmer files revealed that the device switched in standby mode on (B)(6) 2014 ((B)(4)) - just after a telemetry procedure - because it detected corrupted data in its memories (data from one memory location was unexpectedly found in another location). Cross-talk (diaphony) between two implants located close to each other during telemetry is highly suspected.

Event description:
The subject pacemaker was interrogated on (B)(6) 2014 at (B)(4)'s office (while still in its box). The device was found in standby mode (i.e. Backup mode, a safety mode of operation). The re-initialization process proposed by the programmer (as specified) was not performed, and the session was closed. The distance from the subject device to other pacemakers was about 30-40cm upon interrogation, as reported. On aug 7, the device was re-initialized at (B)(4)'s office.

Event description:
The subject pacemaker was interrogated on (B)(6) 2014 at (B)(4) office (while still in its box). The device was found in standby mode (i.e. Backup mode, a safety mode of operation). The re-initialization process proposed by the programmer (as specified) was not performed, and the session was closed. The distance from the subject device to other pacemakers was about 30-40cm upon interrogation, as reported. On (B)(6) the device was re-initialized at (B)(4)office.